Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital perfusionist reported an issue encountered with the delivery set during use. The report stated that when the delivery set lines were handed to the perfusionist prior to the procedure starting, he observed particulate matter when he flushed to the sterile field. The delivery set was changed out and the procedure was successfully completed. There were no patient complications reported as a result of the alleged event. The delivery set was returned to the manufacturer for evaluation.

Manufacturer narrative:
The complaint sample was not returned for evaluation. The applicable lot number was not provided by the complainant. A complete investigation could not be completed without sufficient information from the complainant; however, the supplier has been notified of the alleged complaint condition.